Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had low cardiac function with an ejection fraction (ef) of 30%. A pre-implant balloon aortic valvuloplasty (bav) was performed using an inoue balloon, and valve deployment was attempted. The valve had poor expansion, and was removed from the patient. After changing to a vacs balloon and increasing balloon size, a pre-implant bav was once again performed. A second valve deployment attempt was made, but the valve¿s expansion was poor. When full release was being considered at the point of no return (ponr), the patient¿s blood pressure dropped and the patient went into cardiac arrest. A cardiac massage was performed and percutaneous cardiopulmonary support (pcps) was inserted. Considering the cause to be that the patient¿s native valve was not moving due to poor expansion of the evolut, the team decided to switch the treatment to a non-medtronic product (edwards sapien). The valve and delivery catheter system (dcs) were removed from the patient. Hemodynamics recovered after pcps insertion, but the patient left the operating room without the pcps/ intra-aortic balloon pumping (iabp) inserted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a high degree of calcification that contributed to the expansion issue. No additional adverse patient effects were reported.